Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to the blood glucose level due to the occlusions. The contact thought that the infusion set may have contributed to the occlusion alarm; however, as the alarms had occurred in the past, tandem technical support was unable to confirm if the infusion set was the cause.